Event description:
It was reported that a user experienced a failure for the ilet pump to connect to an fsl3+ sensor after the sensor had been started in the mobile app, with the pump displaying ¿searching for sensor¿ and no glucose readings for over an hour; the issue resolved after restarting the ilet mobile app and rescanning, and readings then appeared on both the app and the pump. Symptoms included no adverse clinical effects and no change in blood glucose. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included technical troubleshooting and user education performed by customer care. Investigation of this case revealed successful reconnection and restoration of data display following app restart and rescan, suggesting temporary communication or pairing disruption between the sensor and the pump. It was concluded that the device functioned as intended after troubleshooting, and no patient harm occurred.